Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto re-canalization catheter was returned for evaluation. No kinks were noted to the catheter, no anomalies noted to the transducer handle, saline hub. The material separation was noted just below the distal tip. Therefore, the investigation is confirmed for material separation. A definitive root cause for the alleged material separation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: d4 (expiry date: 04/2022), g3. H11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a recanalization procedure, the tip of the catheter was allegedly found to be damaged after flushing. It was further reported that another catheter was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during preparation of a recanalization procedure, the tip of the catheter was allegedly found to be damaged after flushing. It was further reported that another catheter was used to complete the procedure. There was no reported patient involvement.